Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR." No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) ) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was an internal communication error. The autopulse platform was manufactured in 2016 and is over seven years old. Visual inspection of the returned platform was performed, and no physical damage was observed. During the archive data review, system error 132 (internal watchdog timeout) was observed, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. Zoll service personnel used the ap vision software to clear the system error. Upon resetting, the platform was re-evaluated through the run-in test with good known test batteries, and the platform functioned as intended without fault or error. Since the processor board was replaced in november 2020 to address the system error that was reported by the customer previously and despite intensive tests, the system error could not be reproduced after resetting, the power distribution board (pdb) and the connection cables from the processor board to the pdb and motor controller were replaced as a preventive precautionary measure. Furthermore, unrelated to the reported complaint, brake gap inspection revealed that the brake gap was too narrow and out of specification. The brake gap was adjusted to address the observed issue. Following service, the brake gap inspection verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).